Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered too much insulin via a bolus. Reportedly, the customer entered the blood glucose (bg) value incorrectly. Bg level was 92 mg/dl, and was addressed by consuming sugared water. The customer disconnected from the infusion site to prevent the bolus from delivering into the body. Blood glucose level was 135 mg/dl.